Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed rising capture threshold and high pacing impedance on the right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. There were no patient consequences.